Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged downstream occlusion sensor. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a downstream occlusion failure and the sensor had a crack on the side and was alarming. The event occurred during infusion. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.